Manufacturer narrative:
H6: evaluation codes: a visual inspection of the returned product shows the cartridge wall is cracked. There is clear surgical residue on the cartridge. The lens was received and a visual inspection shows a small portion of the optic is torn off and missing. There is clear surgical residue on the lens. A cartridge lot number search was performed for similar complaints within the lot number and no similar complaints were found. Conclusions: no conclusion can be drawn. Based on the complaint history, cartridge lot number search and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector was not returned for evaluation.

Event description:
The reporter stated that the surgeon was advancing a three piece silicone lens model aq2003v in the injector with a aq cartridge-fp and the surgeon noticed the tip of the cartridge to be cracked. No patient contact or injury.